Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 446 mg/dl. Patient's blood glucose at time of incident: 199 mg/dl. Patient's current blood glucose: 221 mg/dl. Customer reported that other day blood glucose was 570 mg/dl and 359 mg/dl. Customer reports they feel okay to troubleshoot. Customer treated for high blood glucose with injections. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer reports the drive support cap is flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit passed the dat test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Drive support disk was inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.